Event description:
It was reported that the probe tip protector was not placed on the probe correctly and the technologists hand was punctured by the tip of the probe. The stick site did not require stitches. A band-aid was placed and there was no patient involvement.